Manufacturer narrative:
Complaint conclusion: a saber balloon catheter (rx 5mm x 6cm x 155cm) was inserted for post-dilation of the lesion in the iliac artery, however, the balloon ruptured at four atmospheres (atm) due to severe calcification. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The device was replaced with a new non-cordis balloon catheter to complete the procedure. There was no patient injury reported. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally. Non-cordis contrast media was used. A non-cordis indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. The product was not returned for analysis. A product history record (phr) review of lot 17616458 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification may have contributed to the reported event as calcification is known to cause damage to balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber balloon catheter (rx5mm6cm155) was inserted for post-dilation of the lesion in the iliac artery, however, the balloon ruptured at 4 atmospheres (atms) due to severe calcification. The device was replaced with a new balloon catheter to complete the procedure. There was no patient injury reported. The device was clinically used and will not be returned for analysis due to infectious disease. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media being used was omniparque. The inflation device being used was an anchore. The same indeflator was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction encountered while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used. The product was removed intact (in one piece) from the patient. The balloon catheter that was used to complete the procedure was a non-cordis device.